Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure.it was reported that the er320 clip applier clips would on occasion scissor some clips. More than one case. No specific dates. No adverse outcomes. There was no consequence to the pt. In talking with the rep later he stated this was the only case he was aware of this happening.